Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. K101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that transfer pin (fixture mount) fractured during implant placement. Tooth location is unknown. No injury to patient reported as procedure was completed, no further appointment scheduled.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation with only the fmt. Visual evaluation of the as returned product identified the mount is fractured at the hex feature. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was replaced the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvmwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.